Event description:
It was reported invalid impedance was found before and while the patient (B)(6) was in the operating room. In turn, the doctor decided to move forward with surgical intervention on a late date. The patient had lost stimulation prior to the intended procedure.

Manufacturer narrative:
Results : the complaint for ¿invalid impedance¿ was confirmed. Optical inspection of the lead revealed broken wires 22cm from the stimulation end. Continuity testing between the stimulation end and terminal end revealed channels 3-8 in the lead were "open". The broken wires were consistent with an overstress condition the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted and replaced with a competitor's device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.